Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, part of the sensor wire had broken and it was missing. No additional event or patient information is available.